Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power, there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: moisture corrosion is observed in the battery canister and on the battery cap. The battery compartment is cracked at threads on the side and below the grip pad. -the pump is unable to power up and it¿s completely unresponsive, reported ¿power¿ complaint is duplicated. Leak test failed due a battery compartment leak. The pump¿s cover was removed, further moisture corrosion is observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.